Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated at 350 mg/dl. Customer treated elevated bgs by administering a correction bolus using the pump. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer change out supplies, however the customer declined as supplies had been changed earlier that day. Before the end of the call, customer reported that bgs were starting to come back down and were at 295 mg/dl.